Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was given levaquin daily and keflex 3 times daily for 2 weeks. After a follow up visit, the patient was given another 10 days of the same medications. Everything was reported to the physician's office and treated per the patient. The patient's stimulator was able to be turned on after they finished the first 2 weeks of antibiotics.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there was infection in the area of the implantable neurostimulator (ins). Symptoms reported included fever, redness, swelling, and pain. The infection was not confirmed at the time of this report. The patient could hardly walk. The change in therapy/symptoms was noted to be gradual, but became very sudden in the last two days. When the patient went to get the staples out, she could not stop crying because it was so painful. It was noted they could not turn the device on because of the heat from the infection and the did not want to add any additional heat. The patient was put on oral antibiotics and was on antibiotics for four weeks. No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.